Manufacturer narrative:
Additional narrative: event date: unknown. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: avalign technologies ¿ nemcomed manufactured the blade guide sleeve for trochanteric fixation nails, (part number 357.369, lot number 6394399). The certificate of compliance (dated july 27, 2010) indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no material record reports or non-conformance reports associated with this lot. (B)(4) parts were released to the warehouse on august 5, 2010. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a compression nut was discovered to be stuck on a blade guide sleeve during central sterilization. The following parts are not fitting together properly: helical blade coupling screw, helical blade inserter, and the 130 degree aiming arm. The gold sleeve is not sliding over the silver inserter portion correctly. The back of the helical blade inserter, which holds the handle together, does not sit properly as the alignment indicator piece is broken off. There was no patient involvement. No additional information was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Health professional inadvertently checked; should be only company representativedevice was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: it was reported during central sterilization that a compression nut was stuck on the blade guide sleeve. It was also reported that the following parts are not fitting together properly: helical blade coupling screw, helical blade inserter, and the 130 degree aiming arm. The gold sleeve is not sliding over the silver inserter portion. The back of the helical blade inserter, which holds the handle together, does not sit properly as the alignment indicator piece is broken off. There was no patient involvement. No additional information was available. The returned parts are included in the titanium trochanteric fixation nail (tfn) system and are used to perform helical blade insertion. The returned blade guide sleeve (part 357.369 / lot 6394399) was received with the returned buttress compression nut (part 357.371 / lot 7506796) stuck on the sleeve. The blade guide sleeve was received with badly damaged threading, which prevented the buttress nut from being unscrewed past the region where the damaged threading was located. The buttress nut, which could not be removed from the guide sleeve, also exhibited damage which seemed to have been sustained due to hammer strikes. The damage was mainly located on the flange side of the nut. The returned blade guide sleeve was manufactured on july 29, 2010. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The returned blade guide sleeve was returned with the returned buttress compression nut stuck on the sleeve. Both the sleeve and nut exhibited signs of damage from hammer strikes. It seems that the damage, which contributed to the complaint condition, occurred after the buttress nut had been threaded onto the blade guide sleeve since it is unlikely that the buttress nut could have been threaded onto the sleeve given the severe damage noticed on the sleeve threading directly beneath the location of the buttress nut. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.